Event description:
It was reported that the touhy-borst valve housing cracked during treatment of a pt. Who had a 5f bipolar pacing catheter. It was stated that blood leaked out of pt. And the pacing catheter had dislocated. Before the incident the pt. Had been connected to an artificial respirator. After dislocation of pacing catheter, the pt. Was given suprarenin IV (adrenaline). The phsician performed a heart massage until the new introducer and pacing cath. Were inserted/functioning. Pt. Then recovered.